Manufacturer narrative:
As there will be no analysis performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was successfully repositioned. The lead remains in use. No patient complications have been reported as a result of this event.